Event description:
The customer reported that the transformer went out during a bad storm and the ventilator backup battery was not working. The customer reported that ventilator continued to ventilate the patient and was switched out with another vent. There was no patient harm.